Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced intermittent position unknown alarms. The abiomed representative explained the meaning of the alarm and actions required. The patient was also hypotensive. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
Neither data logs nor product were returned for investigation. The cause of the optical signal issue could not be determined. The cause of the suction could not be determined. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.